Event description:
A user in finland reported that their pump screen was dark and would not turn on, with the red led flashing every 30 seconds and the pump beeping and vibrating once every three minutes. There was no reported impact to the customer¿s blood glucose level at the time of the event. The pump was within warranty, and the customer was informed that the pump needed to be replaced. Although the customer declined to share information regarding their backup therapy, tandem technical support provided storage mode instructions for transport, confirmed the customer¿s shipping address, and instructed the customer to return the problematic pump within 10 days using a pre-paid label and return box.